Event description:
It was reported that during a tba procedure, the anvil and the distal part of the stapler were not together. Staples did not form on distal end of bowel. Restapled the distal end of the bowel. On the second firing, the account kept the anvil from the 1st instrument and used it to fire the next instrument. Same outcome. Restapled distal end and sutured around the anvil on the proximal end. The third firing was reported to be successful, but the pt was given a permanent colostomy.